Event description:
When retracting the endo catch pouch, the metal ring did not retract. The tip of the instrument, including the metal ring broke off and was retained in the patient. The umbilical incision was extended by 1-2cm and the ring was retrieved with no harm to the patient.